Manufacturer narrative:
The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The products released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. However, the incident investigation is ongoing. A follow-up report will be filed following the completion of the incident investigation.

Event description:
By searching from the FDA maude database, we identified one adverse event for sureclip. Report number: (B)(4). It was reported that sureclip repositionable hemostasis device failed to open.

Manufacturer narrative:
1. Description of the adverse event by searching from the FDA maude database, we identified one adverse event for sureclip. Report number:13808058. It was reported that sureclip repositionable hemostasis device failed to open. 2.internal investigation of adverse event the customer reported that the clip could not be opened during use, and there was no more information. In response to this complaint, we conducted investigations from the aspects of structural design, raw materials, production process, technical standards, and inspection methods. The investigation and analysis are as follows. 2.1 structural design the rotatable repeated opening and closing soft tissue clip (hereinafter referred to as the clip or soft tissue clip) is composed of a clip assembly, an outer tube and a handle; the working principle of the clip is as follows: the effective length of the soft tissue clip can be rotated and repeatedly opened and closed into the endoscope cavity, the clip assembly and the mucosal tissue are in contact, the outer tube and the endoscope are in contact with the spring tube and the clip assembly are mechanically connected, and the slider will force the force it is transmitted to the clip to realize opening and closing, and the chute of the clip realizes the repeated opening and closing performance. Using the self-locking structure of the clip itself, the clip is closed and separated from the outer tube to complete the release of the clip. The following investigation and analysis were made on this adverse event: the repeated opening and closing function of the clip is by pulling the handle slider, and the force at the slider is transmitted to the clip through the drive line to make it open and close, and the rear end of the buckle is connected with the cable and the handle. , is connected with the clip through the pin, for driving the parts, by providing a push or pulling force to make the chute on the clip move around the pin at point I, the opening and closing and release of the clip are realized. At the same time, in the early design, we systematically designed and verified the dimensional tolerances of the clips, clips and limit tubes and other components. After the normal assembly is completed, the head end of the clips is in an engaged state to ensure that the clips are repeatedly opened and closed during the process. , no such problem occurs. Conclusion: the structure design of the clip has been introduced by our company since 2015. During the early development and design, we tested the repeated opening and closing performance of the clip through design verification, and all of them can be repeatedly opened and closed more than 5 times; after statistics of such customer complaints the probability of occurrence of the phenomenon is extremely low, indicating that the structural design is stable and reliable. Therefore, it can be determined that the structural design of the clip can meet the clinical requirements, and it is not a functional failure caused by the design. 2.2 raw materials the following investigation and analysis were carried out for the phenomenon described in this adverse event: the component that realizes the repeated opening and closing of the clip is the clip component, and the clip component is made of stainless steel. Check the incoming inspection records, and the material and hardness of the raw materials of the clips meet the design requirements. At the same time, according to statistics, from 2015 to june 2022, a total of 33.9 million clips were sold, and no customer complaints were received that the clips could not be opened due to material problems. Therefore, it can be confirmed that the selection of the clip material can meet the requirements of use, and the function failure is not caused by the material of the material. Conclusion: based on the above analysis, the material, size and appearance of the raw materials of this batch of clips meet the requirements, and this adverse event has nothing to do with the raw materials. 2.3 production process from the production process, we checked all the processes related to the clip assembly, and combined the failure mode in the pfmea to evaluate: the adverse event of the clip was described as the clip that could not be opened during the preoperative inspection, and the clip could not be opened. There is no problem with the appearance. For this process risk in pfmea, we have formulated 100% inspection to avoid the outflow of defective products that the clip cannot be opened due to the production process: we need to operate the cable after installing the clip to control the opening and closing of the clip. , to determine whether the clip can be opened and closed normally; the qualified product is turned over to the process inspection, and the process inspector needs to conduct 100% inspection of the repeated opening and closing performance of the product; after inspection, put on protective sleeve packaging after passing the inspection. At the same time, combined with the investigation of complaint information, it was confirmed that the design and production process of this batch of clips have not changed, and the raw materials and production processes have not been changed. The cumulative shipment of clips from 2015 to june 2022 is about 33.9 million, and the number of similar complaints received is 71. The probability of occurrence is 2.09*10-6, and the probability of occurrence is very small, indicating that the production process itself is not a problem. 2.4 technical standards 2.4.1 repeated opening and closing performance: when moving the slider, the clip should successfully complete 5 opening and closing actions, and the opening and closing should be smooth. Analysis: the description of the adverse events of this clip was found during preoperative examination that the clip could not be opened, and the appearance of the clip that could not be opened was normal. The repeated opening and closing performance (2.4.1) of the clip is related to the inability of the clip to open. At the same time, we stipulate in the process inspection guide that "put the product near the end of the spring tube coil twice, operate the handle, open and close 5 times, the clip can be open and close smoothly". After testing the repeated opening and closing performance, we have added a method of simulating wrong teeth inspection. After the repeated clamping is normally checked, the chuck is moved by hand to make the front end wrong teeth, and then check whether the product can be opened and closed normally. At the same time, the cumulative shipment of clips with this design from 2015 to june 2022 is about 33.9 million, and the number of such complaints that cannot be opened is 71. The probability of occurrence is 2.09*10-6, and the probability of occurrence is very high. In the early stage of verification, we have also passed a large amount of clinical data to prove that the setting of repeated opening and closing performance can objectively meet the product performance requirements, and there is no problem with setting technical standards. 2.5 inspection method 2.5.1 repeated opening and closing performance test method: make two turns of the near-end spring tube coil, move the slider back and forth 5 times, and the clip should open and close smoothly. Analysis: the adverse events of this clip describe the medical staff who found that the clip could not be opened when using it. The related test is the repeated opening and closing performance of the clip (2.5.1). The repeated opening and closing performance of the product is 100% inspected, and the relevant requirements can be identified through the inspection method. In addition, we have added the method of simulating the wrong teeth inspection. After the repeated clamping is completed after normal inspection, the chuck is moved by hand to make the front end wrong teeth, and then check whether the product can be opened and closed normally. At the same time, the cumulative shipment of clips with this design from 2015 to june 2022 is about 33.9 million, and the number of complaints that such clips cannot be opened is 71, and the probability of occurrence is 2.09*10-6. Very few. The current inspection method of repeated opening and closing performance can effectively identify product defects, and there is no problem in setting the inspection method. 2.6 analysis of reserved samples: in response to the abnormal phenomenon reported by the customer, we conducted the corresponding batch of reserved samples for inspection according to the repeated opening and closing performance inspection method in 2.5.1, and no abnormality was found. 2.7 storage and transportation 2.7.1 storage: the product should be stored in a clean, well-ventilated, non-corrosive gas environment. Use period of 3 years. 2.7.2 transportation: the product should be protected from heavy pressure, direct sunlight and rain during transportation, or as specified in the order contract. Analysis: during the design and development stage of the clip, a detailed validity period certificate and transportation confirmation were carried out, which confirmed that the clip was safe and effective within the validity period. The clip has also been confirmed for transportation to determine that the packaging method can meet the protection needs of the product, and more detailed storage and transportation conditions are also detailed in the manual. Therefore, we determined that the way of storage and transportation will not cause such adverse events in the clips. Summary: from the structural design , raw materials, production process, technical standards, inspection methods, reserved sample analysis, storage and transportation, no abnormality was found, and no root cause has been found. We will continue to pay attention to this phenomenon.